Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limit valve; pressure gauge and control panel assembly were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit would not mechanically ventilate when switched to 'vent' mode. There was no report of patient involvement.